Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that an unknown biomet 3i abutment loosened.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was added: 4119. H6: results code was added: 3221. H6: conclusions code was added: 4310. The reported device was not received for evaluation. The reported condition of a loosened abutment screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.